Manufacturer narrative:
The index procedure was an elective case using the femoral approach. The target lesion was the mid lad. The lesion was reported to be: de novo, eccentric, diffusely diseased, a flexion lesion, heavily calcified, moderately tortuous, a 67% lesion, 38.03 mm in length, vessel diameter of 2.22 mm, and type c. The lesion was pre-dilated with a 2.5x 15 mm balloon at 12 atm. A cypher 2.5 x 18 mm stent (stent #1) was implanted at 16 atm for 31-60 sec. An additional cypher 3.0 x 23 mm stent (stent #2) was implanted at 14 atm for 31-60 sec proximal to stent #1 in overlapping fashion. The stents were not post-dilated. The flow pre and post-procedure was timi 3. The residual stenosis was 12%. Ivus was done. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that device is distributed outside the united states, however, it is similar to the united states product.

Event description:
The report from the affiliate indicated that the pt was included in a clinical study. The info rec'd indicated that approximately eight (8) months after the index procedure during the follow-up period coronary angiography demonstrated that the pt had developed a new lesion in the proximal left anterior descending (lad) coronary artery and a 70.57% peri-stent restenosis (within 5 mm) of the previously placed proximal cypher 3.0 x 23 mm stent (stent #2). The pt was asymptomatic and was in stable condition. The lesions were treated by percutaneous transluminal coronary angioplasty (ptca) using a 2.5 x 15 mm balloon at 12 atm for 60 sec. An additional cypher 3.5 x 23 mm stent (stent #3) was implanted at 16 atm for 30 sec proximal to stent #2 in overlapping fashion. Another cypher 3.5 x 18 mm stent (stent #4) was implanted at 18 atm for 30 sec proximal to stent #3 in overlapping fashion. The residual stenosis was 5.51%. The physician's comment regarding the probable cause of the event was that it might be due to the pt's condition.